Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi display. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is 230 -240mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 286 and 284mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report # (B)(4). Test strip UDI#(B)(4). Note: manufacturer contacted customer on 2/4/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi display. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is 230 -240mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Product is stored according to specification in the bedroom. During the call on (B)(6) 2019, , a blood test was performed by the customer and produced test results of 286 and 284mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is 1/6/2019. The meter memory was reviewed for previous test result history: result 1:392mg/dl date:(B)(6) 2019, time:1106am fasting. Result 2:546mg/dl date:(B)(6) 2019, time:804pm fasting. Result 3:535mg/dl date:(B)(6) 2019, time:754pm fasting. Result 4:516mg/dl date:(B)(6) 2019, time:530pm fasting. Result 5:382mg/dl date:(B)(6) 2019, time:1122am fasting.